Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issues. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In additional follow up with a complaint handler on (B)(6) 2018, the customer indicated that her mastitis began on (B)(6) 2018, she went to the emergency room where it was diagnosed by a healthcare provider, and she was prescribed two different kinds of antibiotics. She indicated that her replacement pump was not working for her, but the mastitis was better because she was using a different pump, and declined contact by a medela clinician. On (B)(6) 2018, the customer further clarified with a complaint handler that the mastitis was resolved and she had switched to a different brand of pump because the medela pump in style pumps were not working for her, but she greatly appreciated the great customer support. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2019 and it passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction and a hissing noise could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump was making a hissing noise and she had already switched out the valves and membranes. She additionally alleged that she had mastitis, which she thinks was from the breast pump not emptying her correctly.